Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the microcatheter was used in a procedure to treat an unidentified aneurysm. The catheter was prepped fine and delivered to aneurysm through a guidewire. Reportedly, after removal of the microcatheter, an unknown white and transparent foreign material was found in the middle outside diameter of the catheter. The procedure was completed after replacing a same model microcatheter. The patient was fine.

Manufacturer narrative:
Additional information: d10 (date device retuned), h6, h11 (device evaluation conclusion). No additional clinical event information was received. Investigation conclusion: the investigation found a clear-white residue on the exterior of the returned via microcatheter at 88cm from the strain relief, which is consistent with the alleged product issue. The clear-white residue was observed under x-ray and was found to be radio-opaque, which is consistent with the physical properties of contrast. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.